Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported uncomfortable stimulation and stimulation on the wrong location above the leg out of the bicycle seat area but down the knee. Patient also stated that the stimulation was not constant but that when they get into certain position, it's pretty strong and uncomfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare professional reported that the cause was just likely and ancillary stimulation and that reprogramming was performed. No further complications were noted or anticipated